Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 4 of 4. The home patient (hp) stated he was still connected to the hc. The hp was assisted with ending therapy and was instructed to discard the current supplies. No patient injury or medical intervention was reported at the time of the initial call. Proper procedures per the user manual were reviewed with the hp.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm cannot be determined at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).